Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this 25mm valve implanted in the aortic position was explanted "fom" a patient after an implant duration of 6 years and 4 months for unknown reason. Of note, an ID card was received with question "was this due to a deficiency of the original device?" Marked as "yes". No other information was provided. The explanted device was replaced with another edwards surgical valve of the same model and size.

Event description:
It was reported via the implant patient registry that this valve implanted in the aortic position was explanted after an implant duration of 6 years and 4 months for unknown reason. The implant data card (idc) was received with question "was this due to a deficiency of the original device?" Marked as "yes". As per follow-up it was learned that this was a mistake and that there was no allegation of manufacturing defect as the cause for this explant. The explanted device was replaced with another edwards valve of the same model and size. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint"

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.